Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. There was no noise noted on this lead. The alert threshold was then increased. Approximately four months later this lead against exhibited high out of range measurements reaching 153 ohms. Technical services (ts) then recommended performing a commanded shock to ensure lead function, however this lead will continue to be monitored remotely. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. There was no noise noted on this lead. The alert threshold was then increased. Approximately four months later this lead again exhibited high out of range measurements reaching 153 ohms. Technical services (ts) then recommended performing a commanded shock to ensure lead function. This patient was brought in clinic as the shock impedance reached 200 ohms. A commanded shock was completed with acceptable measurement received. The shock impedance was noted to have reached 197 moments after the commanded shock was delivered. This lead remains in service and will continue to be monitored. No additional adverse patient effects were reported. Additional information was received this rv lead was surgically abandoned due to high out of range shock impedance and high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. There was no noise noted on this lead. The alert threshold was then increased. Approximately four months later this lead again exhibited high out of range measurements reaching 153 ohms. Technical services (ts) then recommended performing a commanded shock to ensure lead function. This patient was brought in clinic as the shock impedance reached 200 ohms. A commanded shock was completed with acceptable measurement received. The shock impedance was noted to have reached 197 moments after the commanded shock was delivered. This lead remains in service and will continue to be monitored. No additional adverse patient effects were reported.